Event description:
It was reported that the case involved a bypass graft and the stent was successfully deployed. When the stent delivery system (sds) catheter was removed, it appeared that only half of the balloon came out and that the distal half of the balloon had separated. No resistance was reported by the physician. It is not known where the balloon material is and there has been no patient complications reported.